Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 station was stuck on the windows login screen. The customer stated that they tried to reboot the station, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the windows login screen. A field service engineer upon arriving found that the station was rebooted and confirmed it powered on successfully. Later the customer confirmed that the station kept shutting down and the issue had recurred, ran diagnostics and found no issues with the power supply, however, observed liquid residue in the e-drawer area in front of and beneath the power supply, as well as on the upper rear section of the station, reviewed event viewer and confirmed no solid state drive (ssd) driver or related errors contributing to the shutdown, inspected all drawers and verified rear components were in good condition, noted legacy half-height drawer pockets required tapping to open, and recommended replacement if spares are available, proactively replaced the power supply, advised that all in one (aio) may have been exposed to liquid, but replacement was deferred per customer request, completed testing and confirmed the station was fully operational in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.